Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator shows the error message " oxygen supply failed ". A)in patient monitoring o2% shows 23% even we set the o2% at 100%. B)o2-input flow test failed at the time of calibration i.e- qo2:0.0 < 54.0 l/min. C)o2-mixer test failed at the time of calibration i.e- flow sensor qo2: 0.0 l/min. Oxygen % does not increases, even after we calibrate the o2-cell. No patient pain or consequences reported.